Event description:
It was reported that this device was exhibiting premature battery depletion. The battery longevity decreased by 3 years within approximately one years time. The battery usage is at 111%, despite less than 1% ventricular pacing. A copy of device memory was saved, and submitted to boston scientific technical services for analysis. Engineering review of device data confirmed premature battery depletion. The diagnostic data confirmed that the power consumption of this device has been increasing during the past year, and is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement, or to consider a repeat analysis towards the end of the replacement interval of 90 days if more time is needed. This device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was exhibiting premature battery depletion. The battery longevity decreased by 3 years within approximately one years time. The battery usage is at 111%, despite less than 1% ventricular pacing. A copy of device memory was saved, and submitted to boston scientific technical services for analysis. Engineering review of device data confirmed premature battery depletion. The diagnostic data confirmed that the power consumption of this device has been increasing during the past year, and is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement, or to consider a repeat analysis towards the end of the replacement interval of 90 days if more time is needed. This device remains implanted and in service. No adverse patient effects were reported. Additional information: re-evaluation of the device's battery was recently completed by technical services. It was discussed that there should be sufficient battery capacity to support therapy for at least 90 days. This device still remains implanted and in service.